Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. A photo was returned to depuy synthes mitek for evaluation. The depuy synthes mitek team conducted a visual inspection of the returned photo. Visual analysis of the photos was observed the outer box in which was noted the product label, second photo shows a small piece, it appears to be the device tip. A manufacturing record evaluation was performed for the finished device, and no non-conformances were identified. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. Based on the visual inspection findings, the reported complaint was confirmed. The device is required for testing, the photo provided does not contain enough evidence to determine why the customer experienced the failure, hands on analysis should provide the required evidence to provide a root cause. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.

Event description:
It was reported by the sales rep during an unspecified surgical procedure on (B)(6) 2023 the vapr tripolar 90 suction elect electrode disassembled during use in the shoulder. The tip broke off and the surgeon retrieved it. A second electrode was opened to complete the procedure. There was a five to ten minute surgical delay. No patient consequences reported.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. H4: the device manufacture date was unknown. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by depuy mitek or its employees that the report constitutes an admission that the device, depuy mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary the complaint device was received and evaluated in juarez lab. Visual inspection revealed that the power cord was cut. Shaft, handle and suction tube were in a normal shape. The metal tip was missing. The device will be sent to he supplier for further evaluation. The vapr tripolar was returned to manufacturer for evaluation. The manufacturer conducted visual inspection and functional test of device received by customer. The visual inspection and functional test of the device were performed, as a result; the 50% of the active tip was missing. The distal edge of the heat shrink on the return shaft has minor damage. The plug and cable has been cut off from the handle. The device passed the electrical checks. Functional test was performed and the flow rate test before activation was failed, activation with suction was passed; the active return wires were stripped back to reveal the inner cores and crocodile clip used to check activation using the foot switch only, the ablate coagulation function worked ok. A DHR review has been performed and no issues with the manufacturing process have been indicated which might explain the failures observed. The reported device has been analyzed confirming on initial evaluation the customer complaint. Device passed electrical checks performed, being unable to perform capacitance test due to the status of the cable. Reported tripolar was found to be blocked there for out of specification for the flow test that was passed after the blockage was released. The device doesn't show evidence of excessive force being used and this is consistent with failure mode seen before which is currently investigated through a CAPA. The failure mode has been reviewed against the systems risk assessment document, the highest identified risk within specification. All broken components retrieved. Resulting in a hazardous situation of soft tissue damage, harm being "unplanned procedure performed on patient due to complication (during current procedure)". The severity risk category is "serious" unplanned procedure performed on patient due to complication (during current procedure). For this scenario a pre mitigation risk of grid 14 and a post mitigation risk of grid 14 are stated, which is "serious" and "probable" and rated as as low as reasonably achievable (alra). At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.